Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient underwent a coronary bypass surgery. The de novo lesion being treated was located in the saphenous vein graft (svg) to distal right coronary artery. The lesion was 80% stenosed, 2.8mm in diameter and 19mm long. The lesion was treated with direct stent placement of a 3.5x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. On an unknown date, the patient underwent coronary bypass surgery and was hospitalized on the same day. The patient was discharged on an unknown date in 2012.

Event description:
It was previously reported that the patient underwent coronary bypass surgery. Corrected information indicates that the patient underwent mitral valve replacement. At the time of the event, the patient was on aspirin. The event was considered to be resolved and the event was resolved with residual effects. Per the investigator, the event is not related to the study device.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).